Manufacturer narrative:
(B)(4). Batch # n90r76. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the laparoscopic total hysterectomy, bilateral salpingectomy, and exfoliation of left ovarian cyst, titanium tip was broken. Changed to another one to complete surgery. The surgery delayed. No additional information can be provided. Patient consequence was not reported.